Event description:
It has been reported to co that the device leaked during the procedure. Inserted the device into the pt, passed the lesion, inflated the occlusion balloon to 4.5mm then to 5mm to occlude the vessel, removed the wire from the adapter and the occlusion balloon deflated. Reinserted the wire back into the adapter and tried to reinflate the occlusion balloon and was unable to. Not able to aspirate at this time. Removed that device and exchanged it for a new one and stented the area and aspirated 3 times and case was completed.